Event description:
It was reported that the patient presented for a follow-up in clinic. Upon interrogation, it was noted that the right ventricular lead exhibited noise oversensing with noise reversion which was reproducible with isometric movement. The lead was capped and replaced on (B)(6) 2022. The patient was stable.